Event description:
As reported, the atraumatic tip of a 5f mynx control vascular closure device (vcd) did not enter an unknown sheath, and the product was not available for use. Manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The mynx vcd was used in a trauma center. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of the mynx control vcd and has used the device several times prior to this procedure. The device was prepared according to the instructions for use. The procedure was performed with a retrograde approach. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm. The puncture site did not have visible calcium or plaque, and there was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site had not been closed with any closure device within the previous 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control vcd. Additional information was requested but not provided. The device was not returned for evaluation as previously expected. Addendum: the sealant was partially exposed from the sealant sleeves of product evaluation.

Manufacturer narrative:
As reported, the atraumatic tip of a 5f mynx control vascular closure device (vcd) did not enter an unknown sheath, and the product was not available for use. Manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The mynx vcd was used in a trauma center. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of the mynx control vcd and has used the device several times prior to this procedure. The device was prepared according to the instructions for use (IFU). The procedure was performed with a retrograde approach. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm. The puncture site did not have visible calcium or plaque, and there was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site had not been closed with any closure device within the previous 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control vcd. Additional information was requested but not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found open with a cordis mynx syringe detached from the unit. The sealant was partially exposed but remained mounted on the unit delivery shaft. Regarding the sealant sleeve condition, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and found to be within the defined specification. The measurement was obtained using a calibrated ruler. A dimensional analysis of the slit length of the sealant sleeves could not be executed due to the frayed/split/torn condition of the sealant sleeves. A simulated deployment test evaluation was performed to ensure functionality. The unit operated as intended, deploying the sealant and retracting the balloon as expected. After the tension indicator was aligned by pulling in the distal direction, the distal tip and buttons 1 and 2 were depressed in the instructed sequence. A high-magnification microscopic evaluation was performed to assess the sealant sleeves and the sealant. This analysis confirmed the conditions previously observed during the visual inspection, including the frayed/split/torn condition of the sealant sleeves. Additionally, the sealant was confirmed to be partially exposed. Verification of compatibility with the sheath per the device IFU could not be completed, as the csi was not returned for this evaluation. Furthermore, the attempt to perform the insertion/withdrawal test using a laboratory sample was unsuccessful due to the frayed/split/torn condition of the sealant sleeves. The reported event of ¿mynx control system-impeded¿ was observed through analysis of the returned device since the functional insertion/withdrawal test could not be completed due to the frayed/split/torn sealant sleeves. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states, ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.